Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bur broke at the bottom of the nasal cavities. The intervention took longer than usual and the broken piece that remained inside the patient's body was retrieved in the stool. On follow-up, it was confirmed with the health care professional that there was no patient/staff impact and all of the broken pieces was retrieved. Also, the patient had no further issue post-surgery.

Manufacturer narrative:
Report confirmed. Evaluation determined that tool was fractured and used. The likely cause was identified as using of tt12 or variant telescoping tube which has a bearing that was beyond its useful life, which had enough vibration to cause the tool to fracture. It was also noted that the fracture location was relative to the location of the distal bearings in tt12 and variant telescoping tube, fracture face is planar and perpendicular to axis off rotation indicating fatigue in plane bending and the lack of discoloration indicates that the heat generated was below 350°f. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.